Event description:
The customer requested an estimate for "female connector for synchronization" without collection of the "faulty part". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.